Event description:
Pt reported obtaining a blood glucose result of 126 mg/dl, while using the suspect device. Pt indicated that, 30 minutes later, she began feeling ill (sweating and shivering). Pt retested blood glucose, using the suspect device, and obtained a result of 125 mg/dl. Pt noted that her spouse offered to get her a beverage and when she declined, he phoned emergency medical services for assistance. Upon their arrival, 5 minutes later, pt's blood glucose reportedly measured 65 mg/dl on paramedics' device. Pt was given orange juice and cake icing, after which blood glucose reportedly measured 101 mg/dl on paramedics' device. No add'l treatment was received. At the time of the report, pt no longer had the test strips in use at the time of the event. Quality control testing had not been performed on the system. The suspect product was not returned to the MFR for evaluation.